Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they had a no delivery alarm on the insulin pump. The no delivery alarm was resolved with a change of infusion set. The customer's parent also reported that the customer had a high blood glucose of 400 mg/dl. The customer treated with manual injection. The infusion set's cannula was bent. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly.